Manufacturer narrative:
The getinge field service engineer (fse) who found the issue, replaced the batteries. He then completed the preventive maintenance (pm) with full calibration functional and safety checks to factory specifications. The unit was returned to the customer and cleared for clinical use. The following investigation was performed by the technician of the failure analysis and testing department (fat) wayne, nj. The failure analysis and testing department installed lead acid batteries, with a report that the unit battery failed runtime test. Performed visual inspection of the lead acid batteries per the cs300 service manual and found no visual damage and the part looks to be in good condition. Installed the lead acid batteries into the failure analysis and testing department cs300 test fixture for testing of the reported problem. Performed and tested the lead acid batteries in accordance with procedure and the cs300 service manual in an attempt to recreate the reported problem. The tests did trigger the reported problem and the unit battery failed runtime test, battery runtime was 97 minutes, the minimum runtime specification is 135 minutes. The failure analysis and testing department was able to verify the failure. Retaining the lead acid batteries in the failure analysis and testing department per procedure. The root cause for this investigation may be ¿user operator context¿ due to the battery showing signs of not being charged per manufacturer¿s guidance. The battery is well within its life expectancy, and if charged per manufacturer¿s guidance the battery should last at a minimum 135 minutes. Instead the battery charge last for 97 minutes. This is signs that the battery charge time has been inconsistent and the battery¿s charge memory has suffered. This is not to rule out other potential causes.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 battery run time test failed. No patient involvement.